Event description:
The following was reported to hamilton medical ag: quotation from the reporter: "ICU to interventional radiology (ir) transfer. Outbound transfer lasted between 5 and 10 minutes. A few minutes after arriving in ir the oxygen supply alarm went off. The supply was changed to wall o2 and the zd cylinder (having been just over 3/4 full) was now empty. Oxygen supply was via wall o2 for the procedure. The procedure was completed uneventfully with no alarms. The transfer back was completed using a 2nd and 3rd zd cylinder. Fio2 had been increased for the procedure (chest drain insertion and upsizing) and so was maintained on 0.8 for the transfer back. The 2nd cylinder ran out after approx 5 minutes. The remained of the transfer was completed using the 3rd cylinder and it was noted that the oxygen content of this cylinder had dropped by approx 1/8th over the 3 minutes it was used." No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Manufacturer narrative:
Investigation outcome: the investigation found that the device was used without performing a pre-operation check. During its operation, it reported multiple serious alarms, such as disconnections on both the patient and ventilator sides, low and high oxygen levels, low minute volume, and various pressure-related issues. These alarms occurred frequently, suggesting ongoing problems during ventilation. The device was checked and performed according to the service manual. The device passed all functional and calibration tests. A two-hour soak test was also carried out using the same settings reported by the user. The device consistently consumed oxygen at a stable rate of 2.7 liters per minute. No faults were found, and electrical safety was confirmed. Analysis of the oxygen supply revealed a significant discrepancy. A zd cylinder contains approximately 605 litres of oxygen. With three cylinders ¿ one 3/4 full, one completely full and one a small amount used ¿ the total amount of oxygen available was approximately 1134 litres. However, based on the specified usage time of only 5 to 10 minutes, this would mean that the oxygen was consumed at an unusually high rate of 45.3 to 90.75 litres per minute. In contrast, based on the device settings, the expected consumption would have been only 4.56 litres per minute, which corresponds to approximately 547.5 litres over two hours. This strongly indicates a significant oxygen leak. The most probable root cause was not a fault in the device itself but a leak in the oxygen supply system, somewhere between the oxygen source and the ventilator. The device was confirmed to be functioning correctly. The issue was external, related to the oxygen supply line.